Manufacturer narrative:
It was indicated the disposable device is available for return to the manufacturer for a device evaluation. The reported defective device has yet to be returned. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during a microwave ablation of the liver, it was noted via scan that the ceramic tip of the mivrowave probe had fractured off inside of the patient. The treating physician had placed the applicator in the patient's tumor (size etc. 1,5 cm) and started the generator. After 60 sec. The generator stopped automatically and the unit display showed a message " ablation canceled".. The user made a CT picture and he saw the broken tip. It was reported the fractured tip was removed from the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one solero probe. A visual review of the returned device noted that the ceramic tip was fractured off. The fractured piece was not received with the returned device. No other defects were noted. Due to the condition of the returned device, functional testing was unable to be performed. The reported complaint description of a fractured tip is confirmed. Although the reported complaint description is confirmed, a definitive root cause cannot be determined. The most likely root cause for the tip detach is handling damage by the end user; i.e. Lateral forces on the applicator tip. Based on previous similar complaints evaluated by angiodynamics' research & development subject matter expert, a possible contributing factor could be if lateral force was paced on the device during insertion, either physical or mechanical. If this did occur, the lateral pressure can lead to dielectric breakdown in the tip, causing the center conductor of the semi-rigid cable to fail and the ceramic tip to detach. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators, contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open, laparoscopic, or percutaneous procedures. The solero mta system is not intended for cardiac use. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
Returned for evaluation was one solero probe. A visual review of the returned device noted that the ceramic tip was fractured off. The fractured piece was not received with the returned device. No other defects were noted. Due to the condition of the returned device, functional testing was unable to be performed. The reported complaint description of a fractured tip is confirmed. Although the reported complaint description is confirmed, a definitive root cause cannot be determined. The most likely root cause for the tip detach is handling damage by the end user; i.e. Lateral forces on the applicator tip. Based on previous similar complaints evaluated by angiodynamics' research & development subject matter expert, a possible contributing factor could be if lateral force was paced on the device during insertion, either physical or mechanical. If this did occur, the lateral pressure can lead to dielectric breakdown in the tip, causing the center conductor of the semi-rigid cable to fail and the ceramic tip to detach. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators, contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open, laparoscopic, or percutaneous procedures. The solero mta system is not intended for cardiac use. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).